Event description:
At about 7 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised successfully the ball head and liner.

Manufacturer narrative:
Batch review performed on 18-jul-2024: lot 2336699: (B)(4) items manufactured and released on 10-oct-2023. Expiration date: 2028-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 18-jul-2024 liner: impact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2310244: (B)(4) items manufactured and released on 03-jul-2023. Expiration date: 2028-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.